Event description:
It was reported that during the implant attempt, the pacing lead was noted to have an "isolation fracture." The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. However, the distal conductor had blood/body fluid (not obstructed), was stretched, and was fractured (overstress). The outer tubing overlay had blood/body fluid, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Visual analysis revealed the lead was damaged at implant.